Manufacturer narrative:
(B)(4). Results of investigation: (B)(4) performed bench testing on the unit. All testing was performed using a good known test patient circuit as well as a good known ac adapter. The ventilator passed 94 hours of extended tests at the customer's settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to (B)(4) that a patient passed away while on the ventilator. The mother turned off the food pump when it alarmed and left the room, later the patient was found cold and still connected to the ventilator. The ventilator was operating normally with no alarm conditions. There were no allegations of the ventilator malfunctioning.